Manufacturer narrative:
(B)(4). Summary of investigational findings: both customer statement and investigation of the returned product identifies filter damage due to the user retracting the filter through the check-flo valve in the introducer sheath. To address this issue, the IFU precautions state that the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques and warn that excessive force should not be exerted. There is no evidence to suggest that this device was not manufactured according to specifications. It is noted that the event did not cause any adverse event and that the procedure was completed successfully using a new device. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the dilator and the sheath were introduced into the patient. The physician removed the dilator before the sheath was put in the appropriate position for deployment. The physician loaded the filter into the sheath and realized that the sheath was not in the desired position. The physician wanted to put the dilator back in to reposition sheath but the filter was already in the delivery sheath and could not come back though the valve. The physician pulled the filter out of valve and one of the secondary struts broke off. The physician was able to grab / retrieve the strut. The physician removed the filter and completed successfully the procedure with another filter using the initially placed sheath. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description according to complainant: the dilator and the sheath were introduced into the patient. The physician removed the dilator before the sheath was put in the appropriate position for deployment. The physician loaded the filter into the sheath and realized that the sheath was not in the desired position. The physician wanted to put the dilator back in to reposition sheath but the filter was already in the delivery sheath and could not come back though the valve. The physician pulled the filter out of valve and one of the secondary struts broke off. The physician was able to grab / retrieve the strut. The physician removed the filter and completed successfully the procedure with another filter using the initially placed sheath. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.